Event description:
It was reported that the patient has been experiencing elevated blood glucose levels and believes that the pump is not delivering. The reporter confirmed that there were no issues with the infusion set or cartridge. The patient's high glucose levels have reportedly been in the 300-400mg/dl range. The reporter indicated that correcting with the pump will sometimes lower the blood glucose levels but not as much as expected. The patient reported that at the time of the call their blood glucose level was 401mg/dl. This does not meet animas criteria for an adverse event. This report is being made based on the allegation that the pump is not delivering.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the total daily dose history showed that the daily insulin delivery totals were found to be within specification. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.